Event description:
A malfunction alarm labeled as malf 16 was reported, indicating a non-resettable issue with the pump. There was no reported impact on the customer's blood glucose level, and no information was provided about the levels exceeding 500 mg/dl. Consequently, technical support arranged for the pump to be replaced. The customer was informed of the need for a replacement and instructed to switch to multiple daily injections (mdi) as a backup therapy. They were advised to allow the pump¿s battery to deplete before returning it with a pre-paid label and return box within 10 days.